Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to oversensing, noise and high out of range pacing impedance measurements, measuring greater than 3000 ohms. Subsequently a new lead was successfully implanted. No additional adverse patient effects were reported.